Event description:
During the coronary artery bypass graft surgery, the seal did not deploy. The hospital did not provide any further information. No patient complications were reported by the hospital.